Manufacturer narrative:
The reported event was addressed with phone support. The issue was resolved by replacing the scope, and the procedure continued without further issues. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted retroperitoneal nephrectomy surgical procedure, the surgeon's movement was opposite to what was shown on screen. Prior to calling in, they reseated the scope with no resolve. They replaced the scope, which resolved the issue. The technical support engineer (tse) advised that the scope could have been manually rotated at the sterile field. There were no further issues. The procedure was completed as planned with no reported injury.